Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 1 mg/ml of morphine at 1.25 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2018, it was reported that the patient had an infection. Redness and swelling were noted at the pump incision. According to the rep, they were present for a pump refill when the patient's managing physician saw the infection and scheduled an explant. The explant was scheduled for (B)(6) 2018. No further complications were reported.